Manufacturer narrative:
A ge rep evaluated the system and replaced the leg extension. System operates as intended.

Event description:
Customer reported the leg extension release button has fallen off. No pt injury was reported.